Event description:
As reported by the edwards lifesciences affiliate in south africa, this 56-year-old patient with a 11500a19 valve model implanted in aortic position underwent reintervention on the same procedure day due to under sizing leading to very high gradients. Reportedly, subject device was noted as to be clearly too small after being implanted. The reason for reintervention was related to patient anatomy (very small patient) and not to any device fault. Another valve of same model but one size bigger was used in replacement. Patient was in stable condition after the redo surgery.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Initially, it was reported that this valve model 11500a29alve model implanted in aortic position underwent reintervention on the same procedure day due to under sizing leading to very high gradients. However, through investigation it was learned that this valve was explanted at implant from the aortic position due to prosthesis patient mismatch (ppm) leading to very high gradients. As reported, valve showed a gradient of 28mmhg on a transesophageal echocardiogram (tee) when going off pump. Subject device was noted as to be clearly too small given patients anatomy. No device fault was being alleged. Patient was still cannulated at the time explant was decided. A 21mm surgical valve was used in replacement after performing a root enlargement with no reported complications. Patient was in stable condition after the redo surgery, and was discharged on postoperative day 6. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. In this case, no intervention was performed or indicated, and no harm occurred, therefore this is not a serious injury. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.